Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the physician requested review of episodes within about a fifteen minute timespan, during which this patient expired. Technical services (ts) reviewed noting sensing was appropriate in one episode. The morphology of the arrythmia changed as this device proceeded thru anti-tachycardia pacing (atp). The rhythm fell below the treatment zone, so the episode ended. The atp did not appear as it typically does on the shock channel so it may not have been capturing. Medical review stated an unsuccessful atp likely would not have contributed to the patients death as it was a polymorphic rhythm which atp is not always effective against. There are no electrogram (egm)s for an additional episode. Then when the next episode started recording, the rhythm can be seen to degrade, and the atrial channel was flat. The rhythm appeared agonal and continued to degrade. There was undersensing due to big small phenomenon. It was noted that the shocks would temporarily stop the rhythm but the agonal rhythm would return. Ultimately, this patient expired.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician requested review of episodes within about a fifteen minute timespan, during which this patient expired. Technical services (ts) reviewed noting sensing was appropriate in one episode. The morphology of the arrythmia changed as this device proceeded thru anti-tachycardia pacing (atp). The rhythm fell below the treatment zone, so the episode ended. The atp did not appear as it typically does on the shock channel so it may not have been capturing. There are no electrogram (egm)s for an additional episode. Then when the next episode started recording, the rhythm can be seen to degrade, and the atrial channel was flat. The rhythm appeared agonal and continued to degrade. There was undersensing due to big small phenomenon. It was noted that the shocks would temporarily stop the rhythm but the agonal rhythm would return.

Event description:
It was reported that the physician requested review of episodes within about a fifteen minute timespan, during which this patient expired. Technical services (ts) reviewed noting sensing was appropriate in one episode. The morphology of the arrythmia changed as this device proceeded thru anti-tachycardia pacing (atp). The rhythm fell below the treatment zone, so the episode ended. The atp did not appear as it typically does on the shock channel so it may not have been capturing. Medical review stated an unsuccessful atp likely would not have contributed to the patient's death as it was a polymorphic rhythm which atp is not always effective against. There are no electrogram (egm)s for an additional episode. Then when the next episode started recording, the rhythm can be seen to degrade, and the atrial channel was flat. The rhythm appeared agonal and continued to degrade. There was undersensing due to big small phenomenon. It was noted that the shocks would temporarily stop the rhythm but the agonal rhythm would return. Ultimately, this patient expired.

Manufacturer narrative:
Correction to coding added and updated complaint summary. If pertinent information is provided in the future, a supplemental report will be submitted.